Manufacturer narrative:
Manufacturing site: (B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date of this report and the date received by the manufacturer were considered the date the device returned. The chikai 008 guide wire with its separated tip was returned for evaluation. The reported separation was confirmed proximal to the proximal solder that fixed coils onto the core wire. The stepped fracture surface was observed on the proximal fracture end. Observation by canning electric microscope (sem) found longitudinal cracks on the fracture surface. These findings suggested that repeated bending stress had contributed to this fracture. Multiple circumferential cracks were observed on the proximal solder distal to the fracture. As seen on the proximal fracture end, a longitudinal crack was observed on the stepped fracture surface. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on investigation results and referring to known similar events, it was presumed that bending stress generated with excess wire manipulation was locally accumulated on the guide wire likely due to patient anatomy. When the accumulated stress exceeded the product's design limit, it made the guide wire to fracture and separate. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may be damaged including separation or the like, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] do not push the guide wire more than necessary to advance the tip through the narrowed part of the vessel. (For example, do not push the guide wire when the distal tip of the guide wire is bent by the force of manipulation.) After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the device is moved excessively, it may be damaged including separation or the like, which may injure the blood vessel or leave fragments inside the vessel; [precautions] do not repeatedly bend and stretch the same position of the guide wire, or continuously turn it in a curved vessel for a long period of time; and, [malfunction and adverse effects] damage such as separation.

Event description:
It was reported that the distal tip of the chikai 008 guide wire broke during a neurovascular intervention. The procedure was finished by using another chikai 008 guide wire. There were no adverse patient effects related to this wire breakage.